Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400, 328, 318, 311, 267, 233, 300, 314 and 205 mg/dl. The customer was treated with an injection. The customer experienced symptoms such as nausea, not fill good. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. The customer performed high pressure test and it did pass. The customer also states had one little spot about 3" from the reservoir, the spot is about 1/8" long bubble. The insulin pump will not be returned for analysis.